Manufacturer narrative:
H3 analysis of the returned ins (B)(6) revealed the returned device passed all testing in the laboratory and no anomalies were identified. Analysis of the returned lead va2885s revealed that the all conductors were broken in the distal end of the lead. Analysis identified setscrew impressions between the connectors on the insulation of the lead consistent with the lead not being fully seated in the connector block. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that recharging was not the patient's complaint when they met with the rep. It was noted that the only contributing factor that the rep was aware of as far as the recharging issues was the belt being too large, they did not know whether the patient was able to successfully charge their implant. They reported that the cause of the patient not feeling stimulation was determined to be the impedances of >4000, however they did not know the cause of the impedance issue. The patient was scheduled for revision on (B)(6) 2021. Additional information was received from the rep on (B)(6) 2021. They reported the explant/replacement had been completed. The patient denied any falls/trauma as far as contributing factors. The issue was resolved by replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. The patient called in because they reported that they had issues connecting to the ins with the recharger and the communicator. Patient said the communicator didn't connect to the ins at all. Patient services reviewed how to use the communicator and the patient said they were able to feel the ins through their skin, stating they thought they could feel all 4 sides. The patient was able to connect to the ins using the communicator and then they saw a power on reset message. Patient services reviewed how to clear the message and check the ins battery level. The ins was at 70%. The patient stated that they had been wanting to increase stimulation so patient services reviewed how to increase stimulation and change programs. On programs 1,2,4,5 and 6, the patient was getting the maximum settings message at 0.4. On programs 3 and 7, the patient was getting the maximum settings message at 0.6. It was noted that the patient had not been able to feel stimulation on any of the programs. Patient services reviewed how to recharge the ins and the patient said that the issue was the recharger connected to the ins brie fly then would disconnect. The patient also reported their belt was too big. During the call, the patient was able to hold their recharger on their ins and maintain a charging session. Patient services e-mailed repair for a different size belt, stating that the current sized belt was too big and the patient was sent a different sized belt.  The patient said they had met a manufacturer representative (rep) in the office, who also had difficulty communicating with the ins. The patient was redirected to their healthcare provider to further address the issue, check the device and reprogramming. On 2021-sep-13, the manufacturer representative (rep) called to report getting an out of range (oor) at very low settings: .3ma. Technical services reviewed impedances and the caller indicated all combinations monopolar and bipolar were >4000 ohms.  Technical services discussed with the rep x-ray or revision.  The caller also reported a communication and recharging issue (which had been previously reported in the initial call with the patient.) It was noted that initially the patient had been unable to increase around august 15th but then indicated that this may have been since implant in july. It was also noted that technical services reviewed possible causes of the impedance issue as well as warranty information.